Manufacturer narrative:
When the coil was exposed for inspection prior to use, it was reported the coil formed a knot and could not be retracted back into the delivery tube. There are no procedural factors identified contributing to the report of the coil forming a knot when exposed. Analysis of the returned product did not confirm a knot, but the coil was stretched. It is possible that the coil kinked or curled and appeared to be knotted and then stretched when retracted into the introducer stretched. One non-sterile orbit was rec'd coiled inside of a plastic bag. Coil was damaged, and it was elongated. No other visual anomalies were noted. Introducer was unzipped and re-zipped without difficulties. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged coils before leaving the facility. Zipping difficulty was not confirmed. Cause of the elongated coil could not be conclusively determined. This event is being reported based on the findings of a stretched coil during the analysis of the returned product, this event is being reported to the FDA as a malfunction.

Event description:
During prep, prior to inserting in the pt, the coil kinked. The product was not utilized for the procedure, and there was no pt injury reported with the event.